Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because the lot number is unknown.

Event description:
It was reported that the bd alaris smartsite pump infusion set had leakage. The following information was provided by the initial reporter: we've had three recent events involving the 2432-007 pump infusion set (with in-line 0.2 micron filter) where leaking fluid was noted from what I believe is the air vent on the proximal side of the 0.2 micron filter. All three sets were replaced with new tubing sets and the issue was not replicated. These also happened in 3 different patients.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.